Event description:
Per the inf provided to co by the physician's office, the device was removed due to "broken tubing at the pump site." As reported to co, only the pump was removed and replaced, leaving the rest of the device intact.